Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Cross reference: MDR 3009498591-2017-00023 and MDR 3009498591-2017-00024. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Event description:
It was reported that the ultrasound catheter was not recognized on the echocardiograph during an unspecified procedure. The user pulled the catheter out from the swiftlink and it was observed that the metallic connection was turned outwards. The ultrasound catheter was replaced twice; however, the issue remained. The issue was resolved after the catheter was changed for the third time. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Correction: this is a supplemental report which is being re-submitted per FDA's request to correct field g7 to follow-up #1 report. The original supplemental MDR (MFR#3009498591-2017-00025) submitted in 2017 was mistakenly marked in field g7 as follow-up#2. This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the probable root cause of the interconnect flex peeling was a result of operator's misoperation in manufacturing. The correction was to train the assembly operators to prevent recurrence of this issue.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2017-00025) submitted in 2017 did not go through correctly.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the probable root cause of the interconnect flex peeling was a result of operator's misoperation in manufacturing. The correction was to train the assembly operators to prevent recurrence of this issue.